Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced pain, infection requiring mesh removal, scar tissue and dyspareunia. All other information is unknown.

Event description:
The physician confirmed that the patient was implanted with an uphold vaginal support system. According to the physician, there were no complications during the procedure. Post procedure the patient was unable to have a bowel movement and was sent home with a catheter. The patient was also diagnosed with an abscess and had a procedure to drain the abscess. The mesh was later removed by a different physician. The patient's current condition is unknown; however, her symptoms before and after the procedure remained the same. All other information is unknown and unavailable.

Manufacturer narrative:
The reported lot number 0ml5122005 pertains to a lynx sling and not an uphold device; therefore, the manufacture and expiration dates for the uphold cannot be determined.